Manufacturer narrative:
Patient information was requested but was not provided. The lot number of the device was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 4 months (drainage cannula). It was reported that the drainage cannula was discarded and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was started on biventricular extracorporeal circulatory support on (B)(6) 2015. It was reported that approximately 4 months later, while the patient was dangling at the side of the bed, the primary console alarmed for low flow and blood appeared from the left ventricle drainage cannula connection site. Extensive blood loss from the cannula and air entrainment into the pump tubing occurred. The vad coordinator stated that tie bands at the connector site were intact, but the separation occurred within the cannula itself. The patient expired; the cause of death was suspected to be due to blood loss from the cannula separation. Further information was requested but was not provided.

Manufacturer narrative:
The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is mw5055754. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Information was received from a maude foi report stating: report to dept of health: this is a male who initially presented with chest pain. Upon eval, a code stemi was initiated and the patient went to the cath lab. During the procedure, cardiogenic shock was suspected and an iabp was placed. He was evaluated by the transplant team on 2015. On 2015, a biventricular centrimag support was required during this bridge period for transplant. On 2015, the patient's transplant workup had been completed and he was listed as a status 1a for heart/kidney transplant. On 2015, his transplant status was changed to status 7 due to medical instability. On 2015 at 2:40am, the patient was noted by the rn to be sitting on the edge of the bed with his legs dangling. At 2:45, the patient started to lie back on the bed and the rn assisted him in lifting his legs up. At this point, the patient noticed blood gushing from the drive lines of the centrimag. The lvad cannula from the lv to the lvad (centrimag) had come apart at the (MFR sealed) first banding. This rendered the tube incapable of staying in place. This caused fatal exsanguination. This is believed to be a complete product malfunction. The FDA and MFR are being notified. The tubing was evaluated after the event and the first banding that is sealed by the MFR had come off. This case was accepted by the. Immediate clinical action(s) taken for patient: the rn was present for the event and she immediately applied manual pressure and called for help. Multiple rns and physicians came to the bedside to assist. Massive exsanguination occurred and a code blue was called and all resuscitative measures were done including intubation, but they were unsuccessful. The patient was pronounced at 3:15am.

Manufacturer narrative:
The drainage (venous) cannula was not available for evaluation as it was discarded at the user facility. A photograph of the cannula was provided for review and a separation between the connector and the cannula was confirmed. The lot number of the drainage cannula was not provided; therefore, a review of the device history records could not be completed. The information provided indicates that the patient was placed on support on (B)(6) 2015 (approximately 4 months prior to the event). The centrimag 34fr drainage (venous) cannula kit instructions for use states that the cannula has not been qualified through in vitro, in vivo, or clinical studies for use longer than 6 hours. Although a specific cause for the cannula separation could not be conclusively determined, the report of the connector becoming detached from the drainage cannula is being addressed by the manufacturer through the corrective and preventive action process. No further information was provided. The manufacturer is closing the MDR file on this event.